Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's girlfriend reported via phone call that the insulin pump kept alarming no delivery despite a set change. The patient's blood glucose at the time of incident was 384 mg/dl. During troubleshooting, a prime was attempted but insulin would not exit the tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.